Event description:
A 1104 b olm intracranial pressure (icp) monitoring kit was involved in an event which was described as follows; the unit was placed in the patient in the operating room (or) and a few hours later in intensive care unit (ICU) it was reading negative numbers. According to the nurse, the patient had not been turned or moved. The patient was then taken for a cat scan and the icp was removed. It was decided not to replace it.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.